Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported surepass wire issue was found to be user related, likely exacerbated by a challenging ilio-aortic anatomy as indicated by pre-existing medical history. It was noted that the wire was inadvertently damaged with a surgical instrument and broke during cannulation of the device. The device was not available for evaluation to confirm the reported failure. There were no off-label or cautionary product use conditions found. It was noted that the patient was discharged on the fifth post-operative day with home health support but returned three days later due to an exacerbation of heart and renal failure, with new density on the right pace-maker. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient had challenging anatomy and was outside the indications for use. The physician elected proceed with the case with the placement of the aortic body stent graft proximal to the intended landing zone, and bilateral stents in the renal arteries (snorkel) via brachial access. The procedure concluded with successful exclusion of the aneurysm. It was noted that there was difficulty in the beginning of the case with the prostar closure device which delayed the procedure by 2 hours and a dissection of the right renal artery during cannulation, which was successfully repaired. Three days post-op the patient expired due to sepsis but the physician specified that it was not graft related.